Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The status of the device is unknown.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility-palpability: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported left side rupture. Healthcare professional later reported pain, change in shape and density, and rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2; b3; b5; b6; d1; d2a; d2b; d4; d6a; d6b; g2; g4; h4; h6.

Event description:
Patient reported left side rupture. Healthcare professional later reported pain, change in shape and density, and rupture. The device has been explanted and replaced.